Event description:
A drug eluting, medtronic 3.5mmx38mm resolute onyx stent was placed from mid to distal right coronary artery. While inflating the balloon, the balloon ruptured causing the proximal 75% of stent to be under deployed. A guide liner was used to pull the ruptured balloon out of the under deployed stent.